Event description:
It was observed during the olympus device inspection on site, the video system center was not powering on and upon further inspection the power supply sparked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable function, the evaluation found a non-reportable malfunction of screen flickering. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomena were reproduced. Regarding probable cause for the following: phenomenon (1): the probable cause for the power of the device not turning on was due to faulty power supply; phenomenon (2): the probable cause for spark occurring in the power supply was due to faulty power supply. Olympus will continue to monitor field performance for this device.